Event description:
It was reported that this patient experienced spinal fractures due to a device implant procedure and was admitted to rehab because the patient has osteoporosis. This device remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).